Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a month post filter deployment, computed tomography revealed extensive bilateral pulmonary embolism noted involving the right main pulmonary artery extending into the right upper, right middle and right lower lobes as well as segmental pulmonary emboli involving the left lower and upper lobes. There were no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with pulmonary embolism. Approximately one month post filter deployment a computed tomography (CT) scan diagnosed the presence of a massive pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.